Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), transvenous defibrillation lead system exhibited oversensing. The physician was able to reproduce the oversensing with arm movement and pocket manipulation. The physician performed an invasive procedure to evaluate the system and elected to replace the rate sensing portion of the transvenous defibrillation lead with a selute lead. One month later, the patient again presented with oversensing. The physician elected to explant the entire system.